Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping and difficulty capturing appear to be related to patient morphology/pathology. However, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted but grasping was noted to be difficult due to patient anatomy. After multiple attempts, the leaflets were grasped and the clip was deployed, reducing mr to a grade of 3. On (B)(6) 2024, echocardiography showed the implanted clip had opened to 45 degrees.